Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The grandparent of a customer indicated via phone call of unexplained high blood glucose of 596 mg/dl. Troubleshooting found that the cannula was bent and that the infusion set was not working properly. Customer was advised to refer to their doctor regarding high blood glucose as customer has not had insulin all day and to call back to troubleshoot.